Event description:
Device could not be connected through rf-telemetry. At the first try the device showed a system error and suggested a re-initialization, which was made. At that state the system was in ddi-70 mode. After the re-initialization the rf-telemetry still didnt work, but the mode changed to ddd-60.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The device was properly interrogatable with programming wand as well as with rf telemetry. The pacemaker memory content was inspected. The inspection revealed that the device switched into the safety backup mode on 24-may-2021, as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. Based on the devices memory, the pacemaker was re-initialized successfully on (B)(6) 2021. After re-initialization the rf telemetry is temporarily not available. This is an expected behavior and does not represent a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After re-initialization the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.